Event description:
It was reported that a user on the ilet experienced hyperglycemia with capillary glucose up to 409 mg/dl and reported a headache, with concern for interrupted insulin delivery potentially related to infusion set issues and the user being early in the pump learning period; the user changed the infusion set multiple times and insulin delivery was confirmed, with glucose subsequently trending down. Customer care provided technical troubleshooting with guided supply and infusion set changes and user education on conservative correction behavior during the learning period. Investigation of this case revealed that glucose decreased after insulin delivery was reestablished, and a bent or occluded cannula could have contributed. Symptoms included headache and fatigue. Outcomes included transient elevated glucose without hospitalization. It was concluded that the event was hyperglycemia with unclear cause, with device function restored after supply change and continued monitoring advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.